Event description:
The clinician reports the implant was inserted (B)(6) 2025 in ada 13. Details of surgery: primary stability not achieved. On (B)(6) 2025, non-osseointegration was verified. Patient presented with inadequate bone quality/quantity and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, mobility, swelling and bleeding. No further patient complications were reported.